Event description:
New information noted that the lead was capped and replaced on (B)(6) 2020.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacemaker dependent patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise. It was noted that the noise episodes were in the early hours of the morning and the patient had no symptoms which could be explained by the patient being asleep. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: section g4- the awareness date should have been (B)(6) 2020 rather than (B)(6)2020.